Event description:
It was reported that the ventricular lead exhibited noise during a ventricular capture test. Noise was present in both unipolar and bipolar pacing and sensing. The noise could not be reproduced with isometrics, but at the end of troubleshooting, it was noted with the patient just sitting.